Manufacturer narrative:
Medtronic evaluated the device and found a connector on the power supply board was not properly seated. The connector was reseated and the device was returned to the customer.

Event description:
As reported to medtronic, during an attempt to monitor a patient's vital signs the device would not power on. The batteries were replaced in an unsuccessful attempt to power on the device. A back up device was obtained and care to the patient was continued. The reporter stated there were no adverse affects to the patient as a result of device operation.